Event description:
The patient experienced a shocking/jolting sensation while sitting. There was no related accident or incident. The stimulation was too strong; the patient lowered the stimulation from 7.2v to 5.8v and was comfortable. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).